Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Part:357.417. Synthes lot: 7681059. Supplier lot: n/a. Release to warehouse date: march 06, 2015. Expiration date: n/a. Supplier: greatbatch medical/orvin/switz no nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the flexible hexagonal screwdriver coated was unable to be cleaned satisfactorily. The issue was discovered in the sterile processing department. There was no patient involvement. This report is for a 5.0 flexible hexagonal scrdriver coated. This is report 1 of 1 for (B)(4).